Event description:
The movement of the clamp may cause for inaccurate registration and or display of tracking information, which may lead to serious injury. The dislocation of the clamp by muscle and fascia was evident, hence, the surgeon placed the clamp again and repeated the scan. It is suspected that the clamp was not closed as required. Augmedics' personnel reviewed the instructions and indications of complete clamp closure again with the surgeon. No patient harm.